Event description:
It was reported that difficulty removal occurred. The target lesion was located in the lower ankle artery. A 014/300/sst platinum plus was selected for use. During advancing, the guidewire was kinked. The guidewire was pulled back, and it looked okay to continuing using it under fluoroscopy. Upon removal, it was noted that the guidewire could not be removed. Both the guidewire and the non-boston scientific balloon were removed. It was noted that the guidewire was damaged. The procedure was completed using an alternate device. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this platinum plus guidewire was examined. The guidewire was returned inside an unknown catheter. It was observed that the guidewire was bent and stretched at the distal tip. No other issues were identified with the device and no patient complications were reported.

Event description:
It was reported that difficulty removal occurred. The target lesion was located in the lower ankle artery. A 014/300/sst platinum plus was selected for use. During advancing, the guidewire was kinked. The guidewire was pulled back, and it looked okay to continuing using it under fluoroscopy. Upon removal, it was noted that the guidewire could not be removed. Both the guidewire and the non-boston scientific balloon were removed. It was noted that the guidewire was damaged. The procedure was completed using an alternate device. No patient complications were reported.